Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated falsely elevated potassium (k+) results were occurring on the architect c8000 analyzer for both quality control and patient values. One patient sample generated an initial and repeat k+ value of 7 mmol/l. When retested with two other methods, the k+ result was 4 mmol/l. There was no impact to patient management reported. Field service was dispatched to inspect and service the analyzer.